Manufacturer narrative:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was damaged/cracked, and the device could not enter the sheath as expected. Manual compression was used to achieve hemostasis. There was no reported patient injury. The physician was reported to be mynx certified. The device was stored according to the instructions for use (IFU), and the reported storage temperature did not exceed 25 °c. No anomalies were noted prior to use. The device was prepared according to the IFU, and no difficulty was noted during preparation; however, the device was not purged of air during preparation. A non-cordis introducer sheath was used during the procedure. There were no kinks noted in the sheath after removal, and there was no damage to the button. The stick location was above the femoral head, the vessel diameter was verified to be greater than or equal to 5 mm, and the vessel was reported to have moderate tortuosity. The mynx vascular closure device was used in a diagnostic procedure with an antegrade approach. A 5f non-cordis sheath was used. Femoral artery suitability was verified on angiography, including confirmation of a 30¿45 degree insertion angle of the vascular sheath introducer. Damage to the device was noted in the tray or packaging. The device was removed from the packaging per the instructions for use, and no excess force was applied during insertion. The device was returned for evaluation. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open. No syringe was received for this evaluation. The sealant was partially exposed but still mounted on the unit delivery shaft. In regards of the sealant sleeves, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The catheter working length was verified and noted to be within the defined parameters. The slit length was verified and noted to be within specification. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended deploying the sealant and the balloon got retracted respectively. After the tension indicator was aligned by pulling in a distal direction the distal tip and the button 1 and button 2 were depressed in the instructed sequence. A high-magnification evaluation was performed to assess the sealant sleeves and the sealant. This analysis confirmed the conditions previously identified during visual inspection, with the sealant observed to be partially exposed. No abnormal conditions were identified on the sealant sleeves during this analysis. An analysis was performed to evaluate the insertion and withdrawal of the device through an introducer sheath. As no catheter sheath introducer was returned for this evaluation, a 5f cordis laboratory sample was utilized. During this assessment, the device was inserted and withdrawn without any perceived friction, resistance, or abnormal conditions. The reported ¿sealant sleeves (cartridge assembly) cracked¿ was not observed during evaluation of the returned 5f mynx control vascular closure device, as no structural damage or abnormalities to the sealant sleeves were identified. Functional testing and dimensional verification demonstrated that the device met specification requirements and performed as intended under simulated conditions, including successful deployment and retraction without resistance. However, the presence of a ¿mynx control system-deployment difficulty-premature¿ was observed. This condition is consistent with premature sealant hydration and expansion, which may contribute to resistance during device insertion through the introducer sheath. While the exact cause of this condition could not be conclusively determined, the reported omission of air purging during device preparation represents a potential contributing factor, as residual air or improper preparation may impact device performance. Additionally, the use of a non-cordis introducer sheath introduces variability in compatibility that cannot be fully assessed. Based on the available information, no product-related defect was identified. The inability to advance the device through the sheath is considered likely associated with procedural or use-related factors. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the information available nor product analysis suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was damaged/cracked, and the device could not enter the sheath as expected. Manual compression was used to achieve hemostasis. There was no reported patient injury. The physician was reported to be mynx certified. The device was stored according to the instructions for use (IFU), and the reported storage temperature did not exceed 25 °c. No anomalies were noted prior to use. The device was prepared according to the IFU, and no difficulty was noted during preparation; however, the device was not purged of air during preparation. A non-cordis introducer sheath was used during the procedure. There were no kinks noted in the sheath after removal, and there was no damage to the button. The stick location was above the femoral head, the vessel diameter was verified to be greater than or equal to 5 mm, and the vessel was reported to have moderate tortuosity. The mynx vascular closure device was used in a diagnostic procedure with an antegrade approach. A 5f non-cordis sheath was used. Femoral artery suitability was verified on angiography, including confirmation of a 30¿45 degree insertion angle of the vascular sheath introducer. Damage to the device was noted in the tray or packaging. The device was removed from the packaging per the instructions for use, and no excess force was applied during insertion. The device will be returned for evaluation. Addendum: the sealant was partially exposed on product evaluation.